Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Visual examination of the provided pictures confirmed the fracture of the bearing. No further evaluation can be made. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Limited medical records were provided that show a history of left knee oa. Additional information was not provided. X rays were provided and review confirmed the implant alignment were maintained with no loosening present and no implant fracture was identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 : unknown - unknown femoral component - unknown. Unknown - unknown tibial component - unknown. Unknown - unknown patella - unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee surgery. Approximately 12 years post-op, the patient was revised due to a broken post. All available information has been provided.